Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. A split was observed in the extension tubing of the purple lumen just within the distal end of the luer connector. Both lumens of the sample were flushed with a 12 ml syringe of water. A leak was observed emanating from the split in the purple lumen. No leaks were found in the red lumen when it was flushed and pressurized and both the red and purple lumens were found to be patent to infusion and aspiration. A microscopic observation revealed the fracture surface of the split in the extension tubing of the purple lumen was rough and exhibited cracks/fissures and beach marks, which are indicative of material fatigue. The tubing material of the both the purple and red lumens was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points in both lumens. An internal investigation is currently ongoing to determine the root cause of this cracking/splitting. A lot history review (lhr) of rebx1581 showed seven other similar product complaints from this lot number.

Event description:
It was reported that the purple line had broken off near the lumen. It was noted that the catheter was still clamped and there was no blood loss at the site. The catheter was removed and replaced with a new provena PICC. No patient injury reported.